Event description:
It was reported when using the pyxis medstation es system, the drawers experienced a malfunction, indicating that the "device not detected on bus." Additionally, one of the doors on the cii safe was not functioning properly. The customer reported that the malfunction resulted in delay in administrating medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer board and t board was defective. The field service engineer replaced drawer board and t board to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.